Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging new or worsening asthma. The manufacturer was made aware of this complaint through a representative of the customer. No other information has been received, however, if additional information is received a supplemental/follow up will be sent.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged asthma. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation pil observed dried liquid spots and dust-like contamination on the top cover/ui panel. A greyish dust-like contamination was observed on the right side panel, in the iso port, on the interior side of the top cover/ui panel, and on the lcd. A dust-like contamination with potential hair-like particles was observed in the crevice between the top cover and bottom enclosure, and underneath the control knob. A whitish dust-like contamination was observed in the air inlet, on the interior side of the top cover, on the pca, on the interior side of the left side panel, on the top and bottom of the blower cap, on top of and inside the blower motor, inside the iso port, on the top and bottom of the blower housing, on the sound abatement foam and throughout the bottom enclosure. Pil observed sound abatement foam stuck to the bottom of the blower housing and base of the bottom enclosure. Pil confirmed the presence of degraded sound abatement foam. Pil observed a dust-like contamination on the flip lid assembly. A greyish dust-like contamination was observed on the left side panel. Dried liquid spots were observed throughout the exterior of the water chamber. A small amount of whitish dust-like contamination was observed inside the water chamber. An unknown contamination was observed in the corner of the water chamber. A dust-like contamination was observed on the interior side of the flip lid assembly, on the top and inside of the dry box, throughout the interior of the humidifier bottom enclosure and lower base, and on the top and bottom of the heater plate. A greyish dust-like contamination was observed on the dry box, on a wall of, and the bottom of the humidifier bottom enclosure, and in the lower base. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. Device problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.